Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc (importer) is submitting this report on behalf of b braun (B)(4). We received 50 introcan safety pur 20g, 1.1x32mm-EU in original packaging. The actual complaint sample was not returned by the customer. The received samples were subjected to a visual exam. Damages or other deviations were not detected. The received samples are within our specifications. We have informed our manufacturing department accordingly. A review of the batch and manufacturing records revealed no abnormalities or non-conformities. Since the actual sample involved in the event was not returned for eval, a thorough investigation could not be performed and no specific conclusion can be drawn. If additional pertinent information becomes available, a follow-up report will be submitted.